Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one patient was not showing in the system. The technical support specialist (tss) checked server, and three different medical record number (mrn) were found under the same patient's name. The customer was advised to confirm which orders correspond to each medical record number (mrn) and to merge the mrns to prevent future issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the medication was not showing for one patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.